Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that the customer required ems assistance due to a low blood glucose of 21 mg/dl. The customer was doubling up on insulin and hit a severe low; the customer believed her set was not working so she took a manual insulin injection along with using her insulin pump. Ems treated the customer with ivs. No products were returned or replaced.